Manufacturer narrative:
(B)(4).

Event description:
The pt was receiving what her physician said was the smallest dose of morphine during her pump trial. The next day, she "almost went into a coma" and didn't remember that day. Her physician told her that the pump was not for everyone. The nurse told her that there was a "build-up of gases" that caused the reported event. Oral morphine worked well for the pt with no side effects, she was wondering why the intrathecal morphine did not work. Further f/u is not possible; the caller did not wish to provide any add'l info or the name of the physician or facility involved in the event.